Event description:
During use of the mynxgrip vascular closure device (vcd), part of the shaft came apart while advancing the device in the sheath after the sheath was pulled back. There was no patient injury. The vcd is available for analysis.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the mynxgrip vascular closure device (vcd), part of the shaft came apart while advancing the device in the sheath after the sheath was pulled back. There was no patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedural sheath was on the device, fully retracted. The advancer tube was on the catheter shaft. The sealant was observed protruded out from the outer cartridge tubing side slit, with exposure to blood. The device was inspected for damages that may have contributed to the reported incident; no damages or anomalies were observed. Per microscopic analysis, visual inspection at high magnification showed the sealant protruded out from the outer cartridge tubing side slit, exposed to blood. No damages/anomalies were observed on the shaft or on the device. A product history record (phr) review of lot f2134203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter detachment¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the information provided, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.